Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a defective slide clamp sensor. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The problem was confirmed when the device was serviced by a service technician. This is an ancillary service event. The root cause of the faulty slide clamp sensor was unknown. To correct the condition, the slide clamp sensor was adjusted. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.